Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that the patient used an external stimulator on their neck and sometimes when they turned it off they left the patches on their neck and they unexpectedly felt stimulation coming from their ins on the patches. The patient confirmed the patches were not being placed directly over the ins system as they were implanted in their buttocks and lumbar region. The patient also reported they were in the hospital 3 weeks prior to the report and since then they had been feeling funny and they felt funny feelings in the middle of their chest. There was no indication that being in the hospital was device or therapy related. No further complications were reported or anticipated.

Manufacturer narrative:
Month and year of the event valid.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that the patient used an external stimulator on their neck and sometimes when they turned it off they left the patches on their neck and they unexpectedly felt stimulation coming from their ins on the patches. The patient confirmed the patches were not being placed directly over the ins system as they were implanted in their buttocks and lumbar region. The patient also reported they were in the hospital 3 weeks prior to the report and since then they had been feeling funny and they felt funny feelings in the middle of their chest. No further complications were reported or anticipated.